Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was seen in the hospital. There is no additional information about this event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4), 05/11/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. Atrial fibrillation with rapid ventricular response at 192 bpm contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was seen in the hospital. There is no additional information about this event.